Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive. The customer's blood glucose level ranged from 139-400 mg/dl. During troubleshooting with tandem technical support the touchscreen was found to be functioning properly.